Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial# unk, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding the patient receiving dilaudid (hydromorphone) via implantable pump. The indication use was for spinal pain. The patient reported that their healthcare provider (hcp) was looking for the last three telemetry reports from their previously implanted pump prior to scheduling them for another pump implant surgery. It was reported that they got rid of fourteen years¿ worth of pump printouts from the home infusion company when they moved recently, but stated they were on 8-point-something mg or mcg's of dilaudid over a 24-hour period. During the agent review, the patient reported that the cannula inside the catheter had moved, causing fusion from c2 to s1. As a result of infection and non-healing, it became necessary to remove the entire system. The patient expressed, ¿I have returned to my pre-surgery condition and underwent several procedures since then.¿ the drug the patient was taking were morphine and oxycontin, but it messed them up, so they wanted go back on the pump. The patient had been using morphine and oxycontin, but experienced adverse effects, promoting them to reconsider and out for a return to the pump. It was noted that the pump was taken out two years ago (2021).